Event description:
It was reported that a patient, who had a left rtsa, underwent a revision procedure. Following the surgery all was well with the patient. Almost a month after the initial surgery, she reached back to put the legs up on her recliner and felt a pop. X-rays confirmed the glenosphere had moved and wasn't fully seated. The loose glenosphere was removed along with the locking plate, csb glenosphere locking screw and liner. We then revised with a new 36 glenosphere, csb glenosphere screw, locking plate/ring and 36 liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not able to be returned. The hospital does not allow removal. Device images were provided. No further information. This is 1 of 2 reports